Event description:
On (B)(6) 2012, this vns patinet underwent generator revision due to eri=yes. The explanted generator was returned on (B)(6) 2012 and is currently undergoing product analysis.

Event description:
On (B)(6) 2012, additional clinic notes were received regarding this vns patient. Notes dated (B)(6) 2012, indicated that the patient denied any tonic clonic activity. Notes dated (B)(6) 2012, indicated that the patient has almost 7-10 seizures monthly. Multiple medications were tried but still seizure frequency has remained the same. The patient continues to have several seizures. Notes dated (B)(6) 2012, indicated that the patient has almost 7-10 seizures monthly and that the seizure frequency has remained the same despite medication changes. The patient continues to have several seizures. The physician decreased the patient's vns settings. The patient was at very high settings and was going off every minute. It also appeared that the patient may need a new battery. Surgery is likely but has not taken place.

Event description:
Product analysis was approved on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported "m103-m105, ifi = yes" allegation was duplicated in the pa lab. The battery, 2.680 volts as measured during completion of a test parameter, suggests an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, clinic notes dated (B)(6) 2012 were received. The notes indicated that the patient needed her stimulator battery replaced. It was also written that patient's medication may be altered if the patient and physician could come to an agreement regarding which medications would be reasonable secondary to her increasing seizure activity. Attempts for additional information will be made.